Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow up #1 date of submission: 08/09/2016. On (B)(4) 2016 customer technical support contacted the reporter for troubleshooting. The reporter stated that the up arrow, down arrow, and ok keypad buttons were under responsive.

Manufacturer narrative:
Follow-up #2: date of submission 09/16/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 08/16/2016 with the following findings: during investigation, the keypad was found undamaged with all buttons responsive. The keypad was opened to find no contaminants under the button contacts. The pump was opened to find no intermittent conditions on the keypad flex connector. The pump was powered on to a dim display with reddish text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).